Event description:
Vet tech explained she had a mild reaction when using these gloves. It started out with a burning sensation and a small rash. Once she felt the burning, she removed the gloves and it was red. The vet tech immediately stopped using the gloves and the rash went away a day later.